Event description:
According to the reporter, after procedure, the device worked well in surgery; only the patient bled post op. Between 250ccs and 500ccs of blood was lost, and a blood transfusion was required. The patient needed another intervention/re-operation or additional surgical procedure for bleeding issue. The surgeon reinforced the suture with suture and cauterized some tissues. The event led to or extended patient hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 12 hours approximately after the procedure, in short vessels, the device worked well in surgery; only the patient bled post op. Between 250ccs and 500ccs of blood was lost, and a blood transfusion was required. During the procedure, there was no energy delivery, no re-grasp alert or other error and no end tone was heard. The patient needed another intervention/re-operation or additional surgical procedure for bleeding issue and the patient did not receive chemotherapy. The patient was not on any medications that may contribute to bleeding. No other ligasure seal sites reopened. The surgeon reinforced the suture with suture and cauterized some tissues. The event led to or extended patient hospitalization.

Manufacturer narrative:
Additional information:a1, b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.